Event description:
It was reported that this patient hear beeping tones. Upon interrogation this implantable cardioverter defibrillator (ICD) showed no alerts or out of range measurements on device. Boston scientific technical services (ts) analyzed the data and found that the device had been exposed to a magnet. Additional information received via good faith effort confirmed that after some analysis, the magnet source was discovered to be a magnetic button on the coat. No additional adverse patient effects were reported. Device remains in service. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.